Event description:
It was reported that during primary implantation the plate was bent using the plate bender and when one of the screws was placed in the holes, it went through the plate. Surgery was completed successfully with competitor product.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could be confirmed, since the device was returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As this breakage is due to a design issue and a plate had to be discarded, a credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during primary implantation the plate was bent using the plate bender and when one of the screws was placed in the holes, it went through the plate. Surgery was completed successfully with competitor product.